Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that she received a lost sensor alert. The blood glucose reading was 102 mg/dl. She stated that her shirt had lifted the transmitter a few times. The transmitter ID was correctly programmed into the insulin pump. Customer stated that the insulin pump was no longer communicating with the transmitter. She stated that the sensor appeared to be fully inserted and flat against the skin. Customer was advised to disconnect the transmitter from the sensor and check the connections, and she was unsure if there was damage. She was unable to perform a test plug procedure to test the functionality of the transmitter. She was advised to remove the sensor and found that it was bent. Nothing further was reported.

Manufacturer narrative:
One opened and used sensor was inspected and a bicarbonate buffer test was performed. The sensor passed with accurate readings. The cannula was found bent. It could not be confirmed that the sensor was received in said condition because it was returned opened and used.